Manufacturer narrative:
The device packaging was returned without the reported device, therefore no evaluation could be performed. The device has not been received by maquet cardiac surgery for investigation. It is not possible to confirm the reported complaint. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke in half. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke in half. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(6) said, while rotating a branch to ligate a vessel with the cradle , it broke in half. Nothing happened to patient . Another device opened and case finished fine. I have device to return. Please provide another vh-4000. (B)(6).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke in half. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke in half. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(6) said, while rotating a branch to ligate a vessel with the cradle , it broke in half. Nothing happened to patient . Another device opened and case finished fine. I have device to return please provide another vh-4000 attention (B)(6).